Event description:
Reportable based on device analysis completed on 24-may-2022. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 3.50 x 16mm synergy xd drug-eluting stent was advanced for treatment but the device failed to cross the lesion due to calcification. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage and shaft break.

Manufacturer narrative:
Device evaluated by MFR.: a synergy xd mr ous 3.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were lifted and pulled proximally. The undamaged stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 22 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.